Manufacturer narrative:
Product complaint # (B)(4). This medwatch report is in response to receipt of user facility medwatch form # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure to close a healing stage 4 coccyx pressure ulcer on (B)(6) 2018 and suture was used at bedside. When applying the needle with the use of a needle driver, the needle fell off of the thread and became lodged within the patient's tissue. The needle was removed without discomfort or further needed intervention. No adverse patient consequences were reported. No additional information was provided.